Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead measured low r-wave amplitudes (1.5 millivolts). Further troubleshooting revealed that the rv lead also exhibited a steady decrease in pace impedance measurements and t-wave and noise oversensing which led to unneeded shock therapy delivery. Subsequently, a revision procedure was scheduled. The rv lead was explanted. After lead removal, the physician noted insulation damage. No additional adverse patient effects were reported.